Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issues of connection issues and leakage were not confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection resulted in no damage observed. Additionally, the connections between the bd device and the extension provided were tested and connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue leaked during use, loose connections were observed, resulting in leakage of fluid and blood at the joints. The sample may be returned with photographic evidence provided. A green claim is required, necessitating both a complaint response letter and an acceptance letter.